Event description:
New information received states the lead was explanted and replaced. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient received a patient notifier for upper out of range high voltage lead impedance measurements. The patient came into the clinic and the shock configuration of the device was programmed. Lead replacement was recommended. No further information is available.